Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached; the fiber tip was attached to the fiber at 170,341 joules. The customer reported additional information on (B)(6) 2011 which stated the customer was not sure what caused the fiber to stop vaporizing. The customer noticed that the fiber aiming beam was hard to see and there was no vaporizing of the patient's prostate gland. Per the customer, there was one message displayed on the fiber laser console, excess over heating of fiber and soon after that the console went into standby. The customer reported the fiber stop working ten minutes later. The fiber was removed and examined. The fiber looked charred and it was hard to see capsule end. Also, the customer reported the window still looked like everything was intact. The fiber was cleaned during examination when able tissue was built onto it. Per the customer, the fiber was returned to american medical systems to be examined. No patient injury was reported.